Event description:
The customer reported that the device did not mark r-waves as expected during a cardioversion procedure. There was no report of negative pt impact.

Manufacturer narrative:
The customer reported that the device did not mark r-waves as expected during a cardioversion procedure. There was no report of negative pt impact. The device was evaluated at philips, but the reported symptom could not be reproduced. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.